Event description:
It was reported that the patient was admitted on (B)(6) 2020 with anemia and renal failure. On (B)(6) 2020 the patient was admitted with a splenic rupture and an exploratory laparotomy was done to perform a splenectomy. A CT of the abdomen and pelvis multiphase was done on (B)(6) 2020 and there was an increase in volume of the hemoperitoneum which appeared to be related to a hemorrhage within the spleen with rupture, likely a ruptured splenic infarct. The patient had low hemoglobin as low as 41 with back pain and low flow alarm. The patient's map was into low 40s. On (B)(6) 2020 the patient had positive blood cultures from the vas cath and was started on meropenem and vancomycin.

Manufacturer narrative:
B2, b5, d4, d6, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (gastrointestinal bleeding and sepsis) cannot be conclusively determined through this investigation. The report of low flow alarms could not be conclusively determined through this investigation as no log file data from the time of the vent was provided by the account. The account communicated that the patient was experiencing low flow alarms due to hypovolemia, secondary to gastrointestinal bleeding and sepsis. The account reached out to the clinical specialist for advice on increasing the speed on the ventricular assist device to try and improve flow, as well as engaging the extended alarm silence on the system monitor. The clinical specialist advised against increasing the ventricular assist device speed if patient was in a hypovolemic state and explained the preload dependence of the heartmate 3. The clinical specialist suggested that if the account would like to try to increase the pump speed they should use an echocardiogram for guidance to determine the proper unloading of the left ventricle. The clinical specialist gave the account instructions on engaging the extended alarm silence by decreasing the pump speed to 3900rpm and activating a power cable disconnect alarm (if the low flow alarm was not currently activated), initiating the extended silence and returning to previous ventricular assist device speed. The patient was traveling to the hospital and did not have current pump parameters for the clinical specialist. The account was instructed to call the clinical specialist back with any further questions; however, no calls were received by the clinical specialist. Additional information was requested from the account, including the ventricular assist device serial number; however, no further information has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists bleeding and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended international normalized values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The instructions for use describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device had intermittent low flow alarms due to hypovolemia secondary to a gastrointestinal bleed and sepsis.